Event description:
Caller reports the patient tested 6.7 inr on the coaguchek s system and 4.4 inr on a comparison lab. Coumadin held for 2 days due to device result. No adverse event reported. Requested return of suspect system and replacement sent.